Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ht70 ventilator was auto cycling. Although requested, information regarding patient involvement was not provided.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The reported condition was confirmed. To address the issue, the unit was reassembled, connections were secured, and calibration was performed. The ventilator has passed pvt, est, and sst and is ready for use.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.